Manufacturer narrative:
Additional device product code: hxx. Complainant part is not expected to be returned for manufacturer review / investigation. Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.111.038, lot: 2734804, manufacturing site: (B)(4), release to warehouse date: 17. May 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during procedure, the scrub tech was putting the t8 screwdriver attachment onto the handle with quick coupling, the end cap fell off onto the floor. Surgery was successfully completed without delay by using the screwdriver without the endcap. There was no patient consequence. Concomitant device reported: stardrive screwdriver shaft t8 105 mm (part #: 314.467, lot # unknown, quantity # 1). This report is for one (1) handle with quick coupling. This is report 1 of 1 for complaint (B)(4).